Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2024, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 26-jan-2026, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 18-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that they were informed via the nurse and patient representative (mother) that the patient passed away on (B)(6) 2024. The patient had a history of epilepsy and had a deep brain stimulation (dbs) device implanted on (B)(6) 2024. No autopsy was planned following the patient's death. No further analysis or additional file attachments were included in the report.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient passed away at home during a seizure activity with the cause of death noted as seizure. There was no device related issue that may have caused or contributed to the patient passing. It was unknown if autopsy or toxicology reports were available or where there were any medical events or procedures that led up to the event. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.